Manufacturer narrative:
H3: analysis information: 2019-01-28 09:43:15 cst pli# 30 product ID# 3487a-28 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the distal end of the lead was stretched; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d11: product ID 3487a-45 lot# 0213696462 serial#, implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead product ID 3487a-28 lot# 0213696462 serial# implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product type lead medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3487a-45, lot# 0213696462, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the stimulation was not optimal for the patient. A quad lead was broken. Impedance was okay. After explantation, the lead looked like it was broken. An elective replacement indicator (eri) was the reason for explantation of the lead. They implanted a subcutaneous lead instead of the spinal cord stimulator lead. The spinal cord stimulator lead was the explanted one. Factors that may have led or contributed to the issue was no fall or other factors. Impedances were good but the lead was not useful. The issue resolved and a surgical intervention occurred. Relevant medical history included cblp. Additional information received reported that eri was announced by the ins via the programmer in (B)(6) and documented by a clinician programmer readout. In (B)(6), stimulation ceased and the ins had obviously reached end of service (eos). It was no longer possible to establish connection to the ins. This was the indication for the replacement of the ins. The patient's pain worsened as a consequence of lack of stimulation. In the period between eri and eos, the patient reported an unpleasant feeling on the same side as the fractured lead. Due to the extremely short battery lifetime, a rechargeable device was chosen. On the same occasion, the two leads (the connection to the primary ins was a y-splitter, which also was explanted) were replaced by two octapolar electrodes. It was under that same procedure that (partial) fracture of one of the explanted leads was discovered. There had never been obvious problems with electrode impedance and the patient reported no trauma or something comparable in the period before. The ins was disposed as habitually but the lead will be returned. Relevant medical history includes failed back surgery syndrome/low back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot#: 0213696462, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# 0213696462, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead, product ID 3487a-28, lot# 0213696462, implanted: (B)(6)2018, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.